Event description:
It was reported that the customer received a lost sensor alarm on his insulin pump. The customer stated that the sensors were expired. The customer's blood glucose was at 81 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.